Event description:
Caller alleged imprecision with the inratio2 meter. Results as follows: date: (B)(6) 2012; inratio results: initial: 0.8, repeat: 3.8, repeat: 4.2. All three tests were performed within a total of ten minutes. Pt's therapeutic range is 2.0 - 3.0.

Manufacturer narrative:
Investigation pending.